Event description:
During follow-up, noise leading to oversensing and decreased pacing impedance were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.